Event description:
The user facility reported a 48-year-old male noted as high-risk percutaneous cardiac insertion was implanted with an impella rp flex device for mechanical circulatory support. The complainant reported that the patient on impella support self-explanted the impella. The patient will continue to be monitored and is stable.

Manufacturer narrative:
(H3) the investigation into the reported "positioning issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the positioning issues was determined to be patient movement because the patient pulled the pump fully out of the ij.